Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used partial sensor (needle not returned) performed a visual inspection to one random sensor and checked for physical damage and none was found. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isig readings. However, sensor failed eis 1024 hz. Place sensor under microscope and found sensor gold trace damage. See attached file for details. In summary, the customer complaint of unexpected sensor alarms was not confirmed. However, sensor failed for eis reading out of range. Found damage cracks on the sensor gold trace. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between the sensor glucose (sg) and blood glucose (bg) value and also reported change sensor and sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose (sg) value from the reported event was 53 mg/dl and the blood glucose (bg) value from the reported event was 150 mg/dl and the difference was not within the target range. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.